Manufacturer narrative:
E1: malawi liverpool - wellcome trust clinical research programme correction: d8 was inadvertently selected. This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The subject device was not returned to an olympus service center for evaluation. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly. H3 other text : device not returned.

Event description:
The customer reported intermittent loss of picture during procedures. The customer also reported that the picture was hazy on occasions. There was no patient or user injury reported due to the event. This report is being submitted for the reportable malfunction of intermittent loss of picture.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 9 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.